Event description:
It was reported the pt stopped using her scs system approximately two years ago. The pt stated she did not have effective stimulation therapy since she was implanted. The pt stated her scs system was reprogrammed multiple times with no success. The pt also reports she is feeling uncomfortable, painful stimulation in her upper thighs an abdominal area. Fluoroscopy image taken showed the pt's scs lead appears to have moved. An sjm rep met with the pt and offered to reprogram the pt's system but she declined. The pt has been instructed to consult with her physician who performed her original implant surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.